Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an endoscopy, main lamp of the subject device was not igniting and spare lamp was working. And an error (e103) occurred. The error means that the light source of the subject device has broken down. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus trading (shangzhai) limited (osh). For evaluation. The evaluation of the device confirmed the followings; the manufacturing history (DHR) indicated no irregularity. The reported event was reproduced. Defect of the power supply unit was noted. Therefore, omsc guessed that the reported event was caused by voltage drop due to power supply unit failure. If additional information becomes available, this report will be supplemented.